Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter. While all the planned devices were deployed successfully, an angiography during the procedure showed a localized dissection at the level of proximal edge of the trunk-ipsilateral leg component. Blood flows into the renal arteries, the superior mesenteric artery and the celiac artery were not affected. Therefore, no treatment was given and a wait-and-see approach would be taken. Reportedly, the dissection occurred when the balloon was inflated inside the trunk-ipsilateral leg component. Also, the final angiography showed a type ii endoleak, but no treatment was given either. The patient tolerated the procedure. The reporting physician commented as follows: the dissection occurred when the balloon was inflated. Considering the tapered aortic neck, attention should have been paid during the balloon inflation.